Manufacturer narrative:
(B)(4).

Event description:
The patient stated her implantable neurostimulator (ins) was not working. The patient stated every time went down to the health care provider ( hcp) they reset it and it worked (patient feels stim ) for maybe an hour then quits, it starts to fade. The patient stated she could not hold her water. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.